Manufacturer narrative:
The reported blood loss may have contributed to the patient's death. The reason for the blood loss is unknown. There was difficulty reported with placement of the pedicle and/or iliac screws. It is not known if these difficulties contributed to the event. There is no known malfunction of the nuvasive interbody implants nor any information suggesting difficulty in placement of the interbody implants. Review of the device history records for the interbody devices notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions related to the interbody implants. Nuvasive implants met acceptance criteria upon release. Review of labeling notes: potential risks identified with the use of this system, which may require additional surgery, include: ..." "...nerve damage due to surgical trauma..." "...dural leak paralysis death." No malfunction known to have occurred.

Event description:
On (B)(6) 2016 an (B)(6) male underwent an xlif procedure at l2-l5 with no problems reported. On (B)(6) 2016 a posterior spinal correction involving a ponte osteotomy was performed at l5-s1. The procedure was 7 hours long as a result of difficulty with screw back out during final tightening with a blood loss total of 2000cc. J&j viper sacral-alar-iliac screws as well as zimmer pathfinder pedicle screws were used in conjunction with nuvasive interbody implants. During closure of the surgical wound the patient suffered a cardiac failure and expired.